Event description:
Livanova received report that a s5 roller pump gave a motor control failure error message at the start up. The issue did not improve despite device restart. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. However, the issue could be confirmed since customer showed a picture of the error message to the technician. The pump was replaced with another one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the affected device was returned to livanova arvada facility. Visual inspection was performed on the roller pump. No damage was observed. One of the gaskets for the head of the pump was out of place and sticking out of the side. Functional testing was performed and the roller pump ran for 24 hours. After 24 hours the motor control fault did not appear and the pump continued to operator normally. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
Based on collected information and investigation results, an hardware failure of the device can be ruled out as root cause of the event since the issue occurred only once at the customer site and could not be reproduced. Therefore, the most likely root cause of the reported event can be traced to temporary false contacts which were restored during device inspection and tests during on site visit and in livanova arvada facility. In addition, since the event was observed when the device was turned on at the customer's site, an external condition during use by the customer could not be excluded (occlusion or tubing not set correctly).